Event description:
When the physician utilized the endostitch device, the needle was noted to be broken with a portion suspected to be remaining in the device and the other portion attached to the suture material. The surgeon followed the safety protocol by obtaining an x-ray. No retained object identified. The patient was not harmed due to this event. Upon further investigation it was discovered that there was no broken needle. It was the surgeons first time using this device and they launched the needle to early from the device.